Event description:
Device 1 of 2 reference MFR report: 1627487-2015-15206 it was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the leads were explanted and replaced with a single surgical lead. Additionally, the physician implanted a pns (peripheral nerve stimulation) system to provide the patient with peripheral stimulation coverage. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.